Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
This initial spontaneous report originating from the united states was received from a physician via a company representative, referring to a female patient of unknown age. This report concerns 1 patient and 1 device. The patient's medical history, drug reactions/allergies and concomitant medications were not reported. On an unknown date in 2022 (reported as 'a few weeks ago'), the physician used a vacuum-induced hemorrhage control system (jadasystem) (lot number and serial number were not provided) for an unknown indication. On an unknown date in 2022 (reported as 'used a few weeks ago'), the vacuum-induced hemorrhage control system (jada system) did not work as expected (device ineffective). It was reported that it sounded more like a user error, as the physician and a nurse, thought that the physician had not used 60 milliliters (ml) of the fluid to create the seal (wrong technique in device usage process). No additional adverse event (ae). Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued. The availability of vacuum-induced hemorrhage control system (jada system) was unknown. Upon internal review the event of device ineffective was determined to be medically significant. Medical device reporting criteria: serious injury. (B)(4).